Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that during testing, 60% of racol nf and 40% of water was set for 260 ml/h but only 215 ml was fed. There was more than 10% of range. There was no patient use.

Manufacturer narrative:
Submit date: 03/14/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit underfeeding. The unit was triaged and the reported issue could was not confirmed. The unit passed all testing. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.